Manufacturer narrative:
Device evaluation summary device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize ECG signal) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
(B)(6) 2020: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to recognize an ECG signal.